Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing separated from the adapter. The following information was provided by the initial reporter: the nurse inserted the peripheral nexiva catheter into patient¿s vein successfully. When attempted to flush the catheter, the extension tubing disconnected from the hard cased of the catheter.

Manufacturer narrative:
Investigation results: the complaint that the extension tubing separated from the dual port luer adapter was confirmed and the cause appeared to be manufacturing related. One 24g nexiva device was returned for investigation. The sample exhibited evidence of use. The extension tubing was completely separated from the luer adapter. Adhesive was observed on the external surface of the extension tubing. The lack of adhesive dispersion indicated that the adhesive was not likely spread between the external surface of the tubing and the internal surface of the luer adapter. A review of production records found that a quality notification was created to address the defect observed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.